Event description:
Information received by medtronic indicated that the insulin pump had cracked on the right corner to the middle of the display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located on the screen found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover, cracked lcd window, cracked case, cracked case (battery tube), cracked case- corner of belt clip rails, battery tube threads- cracked, cracked retainer, cracked reservoir tube lip, overlay scratched, and minor scratches lcd window. Cosmetic damage was confirmed at the screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.